Event description:
It was reported that during a knee surgery, the fluid pressure of the 'control unit' was been delivered higher than the way it was set up. In consequence, the patient swelled. The procedure was completed without delay using the same device. The patient is doing well, and further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference: case (B)(4). H2: additional information in a2 (age). H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A visual inspection was performed on the exterior of product and a cosmetic flaw (gap) was observed between the top cover and front bezel and missing one foot. A functional evaluation revealed p1 transducer failed to meet tolerance on pressure for 500mmhg test causing the transducer to be out of spec. Based on the limited information provided we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The procedure was completed using the same device. It was communicated via e-mail that to treat the swelling the leg was wrapped and elevated. It was also noted that the surgeon was satisfied with the surgical outcome and the patient is doing well with no complications. Since no further harm is anticipated no further clinical assessment is warranted at this time. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was confirmed, and the root cause was associated with an electrical component failure. Factors which could have contributed to the reported event include a defective transducer. Please refer to the operations/service manual for troubleshooting guidance if poor or erratic pressure performance is observed. No containment or corrective actions are recommended at this time.